Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this device and right ventricular (rv) lead exhibited loss of capture. As the patient does not need pacing support, the physician planned to re-check thresholds in a few months. This product remains in service. No adverse patient effects were reported.